Event description:
It was reported by service report that the motion interrupt pan was hanging on the right head corner and the ground straps were broken on both foot siderails. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: motion interrupt pan.